Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information that during explantation of the lead after a failed trial (the patient did not respond to stimulation), the physician noted that the anchor was not fixed in the silicone-sleeve. The lead was fixed in place very well and the anchor had good function. There was no patient injury reported.